Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation. Two events were duplicated during testing. Two devices were found to have corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated. There was no patient involvement; no patient impact.